Manufacturer narrative:
The device remains implanted in the patient. This is the final report.

Event description:
During the implant procedure, the patient's dura was punctured. The surgeon administered a blood patch. The patient reported a headache after surgery. The patient is reportedly doing well.